Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged requiring repositioning two days after it was implanted. No additional adverse patient effects were reported and the lead has been performing well since.